Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had esc button was worn and also had scratches on the screen. The customer¿s blood glucose was unknown at the time of incident. The customer also reported that insulin pump had crack where the reservoir screw and hair line was crack and also stated that hard to line up the reservoir. The customer reported that insulin pump had scratches on the screen and had a unexplained no delivery alarm and insulin pump rejects new battery. The customer also stated that light in the insulin pump was not as bright. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump received with cracked reservoir tube lip noted. The test reservoir was able to lock in place. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. J2 connector was inspected and locked on lcd board. Pump passed displacement test, self test, off no power test and all operating currents tested within the specification range. No unexpected low battery alarm were noted.